Event description:
It was reported that there was an alarm - error codes / messages/co2 sensor cal error. There was no patient involvement.

Manufacturer narrative:
Add b5 correct g4, g7, h3, h6 (method, results, conclusion), h11 a review of the device history record for sn (B)(6) was performed from date of manufacture (B)(6) 2016 to the present date (B)(6)2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was an alarm - error codes / messages/co2 sensor cal error. There was no patient involvement.